Event description:
It was reported that during a spinal procedure a battery was taken out of the autoclave after 3 minutes and set on the back table to cool for ten minutes. At this time there was a loud bang. The battery was inspected by the user and found that the bottom had detached. No injury was reported.